Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported the customer experienced blood glucose (bg) around 500 mg/dl which was addressed with a manual injection. Cause for bg was unknown. Tandem technical support performed a pump system check and the pump was functioning as intended. Recommendation was made to consult with healthcare provider regarding diabetes management.